Event description:
It was reported that the patient was not getting any relief. A dye study was done on the day of the report but the health care provider (hcp) couldn't quite see where the dye was going. The hcp thought he was in the catheter access port (cap) but couldn¿t aspirate or inject. The hcp couldn't push anything in. There had been no withdrawal symptoms reported and no known volume discrepancies. A rotor study was also done and the rollers looked fine. The hcp tried 2 different 25 gauge needles and confirmed both needles were patent. They could see the catheter coming out of the pump but couldn¿t see the catheter once it entered the spine. It was noted that the hcp tried aspirating with a 10ml syringe. The pump was infusing morphine (unknown). Additional information received reported that the patient hadn¿t noticed any pain relief from the last dose increase. It was noted that no catheter issue was known. The patient will be referred to an implanting neurosurgeon for consultation. The patient¿s dose was lowered. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient, product ID 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8782, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).